Event description:
Surgeon complained that, the hook scissor was not sharp and tore the artery. The patient is believed to have suffered no adverse affects as result of the incident. The surgery was not prolonged.

Manufacturer narrative:
All of the available information will be forwarded for analysis to the manufacturer aesculap.